Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred while the customer was sleeping. The customer attempted to reload the same cartridge and minimum fill message occurred. Reportedly, the cartridge was filled with 460 units two days prior. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 175 mg/dl.